Manufacturer narrative:
(B)(4). This report, for the unknown transfer set, is 4 of 4 involved in this peritonitis incident. A review of the facility's order history has shown four lot numbers (h12a31066, h12c30049, h12e29053 and h12e21068) received. A review of all batch record documents was performed for these lots, with no issues noted during the manufacturing process. There were no deviations from standard procedure, with no exceptions noted for the batches. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA. This report is of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced the event of infection, further clarified by the peritoneal dialysis registered nurse (pd rn) as peritonitis. The patient was not hospitalized for this event. The rn stated that the cause of the peritonitis was unknown, and the patient did receive some re-training to ensure that the cause was not related to technique. On an unknown date, the patient began treatment with intra-peritoneal ancef and fortaz (doses, lot numbers, no further specifics were provided). The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.